Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: 4193 implantable pacing lead - (B)(6) 2007; 5076 implantable pacing lead - (B)(6) 2007; 6947 implantable tachy lead - (B)(6) 2007.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed that the returned device did not detect any performance issues, but the calculated longevity result of 85% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device had a shortened longevity and was suspect of rapid battery depletion. It was noted that the device was programmed for high output on the lv lead due to patient anatomy. The device was explanted and replaced. It was further reported that during the implant procedure for the new replacement device the implanter had difficulty with the setscrew in securing the left ventricular (lv) lead into the port. The physician tried several times backing the setscrew out and going through standard recommendations. The physician eventually removed the lead from the port and advance setscrew until wrench torqued, after that the lead was able to be secured appropriately. The replacement device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.